Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the half of the operation in an appendectomy procedure, noise started to come from the device. There was damaged seal and air/gas leaked from the device. When the operation ended, the house fell apart. The patient was not affected and they did not change any part or the product.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that the circular seals were cut and disengaged. The outer rubber seal was pulled away from the center fabric of the seal. The cannula on one of the devise was bent. The other cannula was intact. The duckbills were intact. The condition in which the devices were received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut and disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.